Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they spoke with their dentist to let him know that they are having temporomandibular joint pain. The dentist informed them that the pain is likely caused by the aligners and recommended they no longer continue using byte aligners so not to cause further damage. Requested letter of recommendation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.